Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. A review of the service history record indicates that review result is not relevant to the current complaint condition. It was found that the hose material and crimp rings were not original manufacturing components. The assignable root cause was determined to be due to unauthorized repair. UDI:

Event description:
It was reported that during service and evaluation, it was determined that the motor device failed the cutter lock assessment - unable to secure cutter, ran in the locked position, safety assessment, visual assessment - hose assembly (hose material and crimp rings). It was noted in the service order that the device burr was loose when loaded onto the drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.